Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 27.7 mmol/l with symptoms of thirst, urination, abdominal pain, and moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were multiple loss of prime warnings with the pump, causing a delay in insulin delivery. The loss of prime warnings continued after changing the infusion set and cartridges. The reporter noted that the patient¿s healthcare provider had made changes to the pump¿s bolus settings in relation to this alleged event. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump was a result of recurring loss of prime alarms.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/22/2017 with the following findings: the black box showed one loss of prime warning associated with a low non-zero force on (B)(6) 2017 at 08:26; deliveries resumed at 08:59. The last basal delivery was on (B)(6) 2017 at 15:11 due to a replace cartridge alarm. An ezprime and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.